Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous segment of a proximal to mid unknown vessel. Despite multiple attempts, the orsiro could not be inflated with a maximum balloon pressure of 14 atm. Another stent was placed to finalized the intervention.

Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has partially been inflated. Contrast medium and blood residue was observed inside of the inflation lumen and the balloon lumen. The stent was not returned as reported. Stent imprints show that the stent was initially crimped on the balloon between the x-ray markers. The distal balloon shoulder shows a damage in the shape of a two scratches from distal towards the stent imprints with a tear in the middle of the scratch. This tear is reaching through the wall of the balloon shoulder, causing a leakage. An inflation was unsuccessful as the inflation lumen stayed clogged with dried blood. After long-time immersion in disinfectant solution, the dried blood/contrast medium was reliquefied. By pressing onto the balloon, water and blood was observed leaking from the tear with no pressure. However, the cause of the damage of the balloon shoulder could not be clarified. The partially inflated balloon most likely caused the stent dislodgement. Review of the production documentation verified that the device detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. The device was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a moderately tortuous segment of a proximal to mid unknown vessel. Despite multiple attempts, the orsiro could not be inflated with a maximum balloon pressure of 14 atm. Another stent was placed to finalized the intervention.